Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on numerous occasions due to high blood glucose. Customer reported of being allergic to insulin and was put on desensitized humalog insulin due to having hives and itch. The first time customer went to the emergency room, insulin pump was removed. Due to customer being short of breath and chest pain, customer was not wearing insulin pump during other hospitalizations. Customer wanted to continue using the continuous glucose monitoring system due to hers being old. Customer inquired on a new meter.